Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message and inappropriately shut down.complainant indicated that the clinician bag ventilated to continue treating the patient.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of device shutting off was not replicated or confirmed. The device was put through extensive testing including stress testing for 3 hours without duplicating the report. An internal inspection resulted in no findings. The customer's report of the device prompts a self-check failure 1051 was observed during review of the device data logs. The smart pneumatic module board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference updated section d1 brand name, and section d4 catalog number that does not apply and should be removed.